Event description:
It was reported that the patient with this remote communicator of this pacemaker system displayed a red call doctor icon. Additionally, it was seen on the remote communicator some yellow collecting waves. Subsequently, troubleshooting was performed, and the interrogation was successful. A new cellular adapter was shipped to the home of the patient. In the meantime, the patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted high out of range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead. Currently, this product remains in service and no adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).